Event description:
Related manufacturer reference number: 2017865-2021-39988. It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, noise oversensing was detected on the right atrial and right ventricular leads. The physician capped and replaced the leads on (B)(6) 2021. The patient was in stable condition throughout the procedure.